Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08705 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: 000322131101 with event date of 12-feb-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: 000322131101 with event date of 12-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2026. There was no data available to verify pump error(s)/alarm(s) noted 2 days prior to the related svn#: 000321376357 with event date of 06-nov-2025. In further review of the formatted history file 1 week prior to the primary svn#: 000322131101 with event date of 12-feb-2026, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2026 09:54:11.000 to (B)(6) 2026 10:31:13.000, (B)(6) 2026 11:16:13.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2026 10:13:12.000, (B)(6) 2026 10:13:50.000, (B)(6) 2026 10:14:01.000, (B)(6) 2026 10:16:19.000, (B)(6) 2026 10:16:29.000, (B)(6) 2026 10:26:00.000, (B)(6) 2026 10:30:30.000, (B)(6) 2026 10:30:48.000, (B)(6) 2026 10:31:02.000. Power loss alarm was found on: (B)(6) 2026 10:31:35.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 11-feb-2026 at 21:01:59.000. There was no power data available for the date of 10-feb-2026. Unable to check power data for failed battery alert/battery failed alarm and power loss alarm. No unexpected failed battery alert/battery failed alarm and power loss alarm noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2026 08:52:00.000, (B)(6) 2026 09:02:00.000, (B)(6) 2026 13:34:00.000, (B)(6) 2026 11:51:00.000. Lostsensor2alert (781) was found on: (B)(6) 2026 13:50:00.000, (B)(6) 2026 12:13:00.000. Sensorsignalnotfound (796) was found on: (B)(6) 2026 14:49:00.000, (B)(6) 2026 12:45:00.000. Sgcalibrationerror (776) was found on: (B)(6) 2026 17:05:47.000, (B)(6) 2026 10:05:11.000, (B)(6) 2026 10:38:53.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found, sg calibration error or unexpected sensor errors or calibration anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.77 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for sensor calibration anomaly (no current code/category) and pump/transmitter communication anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose. The customer stated that the the sensor was not accepting the calibration and the reading. The customer reported the current blood glucose value was 375 mg/dl. The customer experienced hyperglycemia and was treated with an IV insulin drip (intravenous insulin infusion),manual injection/insulin pen, as well as self-treatment of a severe glycemic excursion. The customer had blood glucose levels that remained high for more than four hours. The event involved product(s) mmt-242a, mmt-332a, mmt-7040a, and mmt-1884. Troubleshooting was partially performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-242a, mmt-332a, and mmt-7040a. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.